Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One empty open foil packet and one needle-suture piece were received for analysis. Product code sxpp1a406. During the initial inspection of the sample, no breakage of the suture was observed. Even though the extreme was noted to be cut and crimping marks were present on the surface and near the extreme, it was likely caused by a surgical instrument. Furthermore, body fluids were noted along the length of the suture. Due to the condition of the returned sample, no functional tests could be conducted. In addition, marks that appear to be caused by a surgical instrument were observed on the body needle. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device 105d3l / sxpp1a406 batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/13/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent myomectomy procedure on (B)(6) 2025 and suture was used. It was reported that the suture broke with a gentle pull. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.